Manufacturer narrative:
Investigation is underway. H3 other text : not returned.

Event description:
As reported by an edwards lifesciences affiliate in italy, regarding a pulmonic valve in valve case with a 23mm sapien 3 valve, inside a stent and two non-edwards valves by transfemoral vein approach. During procedure, the commander delivery system balloon ruptured at full inflation during deployment of the valve. The valve implantation was performed successfully. The delivery system was safely removed from the patient and the case concluded successfully. The procedure was completed successfully, and the patient is doing well. The pre-dilatation with a non-edwards balloon also burst when it was used before valve deployment. As per medical opinion, the pre-existing implanted devices caused the balloon breakage.

Manufacturer narrative:
The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was received for review. Procedural video was provided and the following was observed: inflation balloon burst at final step of valve deployment. The reported event was confirmed by evaluation of the provided imagery. As the device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of the DHR, complaint history and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported it was a pulmonic valve in valve case with a 23mm sapien 3 valve, inside a stent and two non-edwards valves by transfemoral vein approach. During procedure, the commander delivery system balloon ruptured at full inflation during deployment of the valve. The valve implantation was performed successfully. As per medical opinion, the pre existing implanted devices caused the balloon breakage. It is possible the balloon may have interacted with the pre existing valve upon inflation, contributing to a balloon burst. The balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure. However, physical interactions between the inflated balloon and any rigid characteristics associated with the pre-existing bioprosthesis could compromise the structure of the balloon wall through a number of failure mechanisms including puncture, local overstretching, open cell impingement, or stress concentration (in addition, although not reported, the possibility of over inflation cannot be ruled out at this time). Available information suggests that patient factors (pre existing valve) may have contributed to the complaint event. However, a definitive root cause could not be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.